Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Unit received wit missing reservoir tube o-ring, scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. Customer's blood glucose was unknown. Insulin pump would need to be replaced.